Event description:
It was intended to use a resolute integrity 2.75 x 18 mm rx drug eluting stent during the procedure. It is reported the stent dislodged. No other clinical events reported.

Manufacturer narrative:
Evaluation results: (root cause could not be determined). Inherent risk of procedure (stent dislodgement). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: other (root cause could not be determined). Inherent risk of procedure (stent dislodgement). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).